Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported when using the ar-4068-25tr to pass the lasso around at the five o'clock position, the tip of the lasso broke. The tip was retrieved using a grasper once it was found in the joint. The issue occurred during passing around the labrum. The procedure was completed.